Event description:
It was reported that the 7600 system displayed a flickering live image on the monitor during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the problem.